Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyroid results for one patient from a cobas e602 analyzer. The serial number of the analyzer was requested, but was not provided. Sample from the patient was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer. Of the data provided, the results for elecsys ft3 iii and elecsys ft4 assay were discrepant. Refer to the attachment to the medwatch for all patent data. This medwatch is for the ft3 assay. Refer to the medwatch with patient identifier pt-(B)(6) for the ft4 assay. The initial results were reported out automatically by the customer. The patient was not adversely affected. As no sample material was available for further investigation, a specific root cause could not be determined.